Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Mics handpiece did not work correctly. The trigger mechanism was stuck in the on position and would spin the reamer without touching the trigger. The motor started spinning without the trigger being pulled. The screen gave a warning saying the trigger was stuck. Tha procedure delayed 3-5 minutes. It happened during the case. And yes, it happened while outside of haptics as well.

Event description:
Mics handpiece did not work correctly. The trigger mechanism was stuck in the on position and would spin the reamer without touching the trigger. The motor started spinning without the trigger being pulled. The screen gave a warning saying the trigger was stuck. Tha procedure delayed 3-5 minutes. It happened during the case. And yes, it happened while outside of haptics as well.

Manufacturer narrative:
Follow-up #1 and final report submitted to update sections "reported issue mics handpiece did not work correctly. The trigger mechanism was stuck in the on position and would spin the reamer without touching the trigger. The motor started spinning without the trigger being pulled. The screen gave a warning saying the trigger was stuck. Tha procedure delayed 3-5 minutes. Product history review device history records indicate (B)(4) devices were manufactured under lot k08xn and (B)(4) including 4201561 were accepted into final stock on 2/22/17. Complaint history review a review of complaints related to p/n 209063, s/n (B)(6) in prodex lot k08xn shows no additional complaint(s) related to the failure in this investigation. Visual inspection visual inspection shows the trigger is binding and not allowing the trigger to fully release to the start position. The trigger is able to be pulled/forced to the start (fully released) position. Dimensional inspection dimensional inspection was not completed visual and functional inspection clearly shows the failure of the device. Material analysis material analysis was not completed because the failure was functional. Functional inspection functional inspection shows the handpiece does not operate when the trigger is in the binding state, so the complaint is confirmed. When the trigger is pulled/ forced to the start (fully released) position the handpiece starts and accelerates as the trigger is squeezed. After release of the trigger, the trigger does not fully release. The motor continues to slowly turn as would be expected with a slightly pressed trigger. The motor shuts off when the trigger is pulled/forced to the fully released position. Conclusion the system will not spin the motor if the handpiece is initialized with a partially depressed trigger. A binded trigger looks to the system as a partially depressed trigger. The trigger sticks because the trigger shaft is made of two collinear shafts. The junction of these 2 shafts slides through a bore. Misalignment of the 2 shafts causes the trigger to bind when the junction slides through the bore. "